Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had exceeded the maximum allowable temperature of 118°f as the actual temperature reported was 119.5°f. The device was taken apart and it was obvious that medical debris, soap residue in the burr lock distal bearing caused the failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to medical debris buildup which was clearly observed and is caused from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the ear, it was observed that the motor device overheated. There were no delays in the surgical procedure as an identical spare device was available for use. The surgery was successfully completed with no further incident. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.